Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of kidney perforation ("they perforated her right kidney."), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 47947-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed of essure confirmation". The patient's medical history included irregular menstrual cycle. No free fluid visible,there is no radiation. Location is epigastric area and left side. The patient describes it as achy. It occurs randomly. Pertinent negatives include dizziness and irregular heartbeat/palpitations, having left side chest pain and luq abd pain, nausea and vomiting with fever,these symptoms do not occur after' bowel movement, after meals and on urination. There was no evidence on any perforation or dislocation. Procedure was well tolerated by the patient. No specific pathologic alteration, uterine cervix secret phase endometrium,foenl changes consistent with adenomyosis,myometrium and no specific pathologic alteration, right and left fallopian tubes. Concurrent conditions included obesity, intra-uterine contraceptive device, crying, irritable, chest heaviness, stress (and sits on her chest), chest pain, dyspnea, fatigue, nausea, vomiting, nausea, left upper quadrant pain, lung nodule, abdominal cramps, pain (dull aching and piercing pain.), endometriosis and uterine bleeding. Concomitant products included paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and insomnia ("insomnia"), 15 days after insertion of essure. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced headache ("migraines / headaches,"). On (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rashes") and was found to have weight increased ("weight gain /loss (specify which one) sometimes will gain weight and next time I loose a lot of weight drastically"). In 2015, the patient was found to have weight decreased ("weight gain /loss (specify which one) sometimes will gain weight and next time I loose a lot of weight drastically"). On an unknown date, the patient experienced kidney perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications from essure removal procedure") and migraine ("migraines / headaches,"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the kidney perforation, vaginal haemorrhage, menorrhagia, complication of device removal, rash, anxiety, depression, headache, migraine, weight decreased and weight increased was resolving, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the insomnia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, headache, insomnia, kidney perforation, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she planning for urine preg test, chewing on fingernails and cuticles, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pap exam and ex done today,sti screening, importance of annual pelvic exam and screening guidelines for pap examination contraceptive counseling. Final surgical pathology report diagnosis uterus, cervix, bilateral fallopian tube source of specimen¿; uterus,cervix,fallopian tubes clinical information; dysmenorrhea gross description there is a coiled metallic essure device present within each fallopian tube orifice. Sectioning both fallopian tubes reveals a pink tan unremarkable cut surface and average luminal diameter of 0.3cm. Representative sections are submitted anterior cervix posterior cervix anterior endomyometrial posterior endomyometrium right fallopian tube left fallopian tube microscopic description sections of the uterine cervix show beningn cervical tissue. The endometrium shows secretory features. Within the 47947-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: plaintiff fact sheet received. Event onset dates updated. New events insomnia and hair loss added. Outcome of event dysmenorrhea (cramping) updated to recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of kidney perforation ("they perforated her right kidney."), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 47947-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed of essure confirmation". The patient's past medical history included irregular menstrual cycle. No free fluid visible,there is no radiation. Location is epigastric area and left side. The patient describes it as achy. It occurs randomly.pertinent negatives include dizziness and irregular heartbeat/palpitations, having left side chest pain and luq abd pain, nausea and vomiting with fever,these symptoms do not occur after' bowel movement, after meals and on urination.there was no evidence on any perforation or dislocation. Procedure was well tolerated by the patient. No specific pathologic alteration, uterine cervix secret phase endometrium,foenl changes consistent with adenomyosis,myometrium and no specific pathologic alteration, right and left fallopian tubes. Concurrent conditions included obesity, intra-uterine contraceptive device, crying, irritable, chest heaviness, stress (and sits on her chest), chest pain, dyspnea, fatigue, nausea, vomiting, nausea, left upper quadrant pain, lung nodule, abdominal cramps, pain (dull aching and piercing pain.), endometriosis and uterine bleeding. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes"), weight decreased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly") and weight increased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). On an unknown date, the patient experienced kidney perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications from essure removal procedure"), headache ("migraines / headaches,") and migraine ("migraines / headaches,"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the kidney perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, complication of device removal, rash, anxiety, depression, headache, migraine, weight decreased and weight increased was resolving and the pelvic pain and genital haemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, headache, kidney perforation, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she planning for urine preg test, chewing on fingernails and cuticles, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pap exam and ex done today,sti screening, importance of annual pelvic exam and screening guidelines for pap examination contraceptive counseling. Final surgical pathology report diagnosis uterus, cervix, bilateral fallopian tube source of specimen¿; uterus,cervix,fallopian tubes clinical information; dysmenorrhea gross description there is a coiled metallic essure device present within each fallopian tube orifice. Sectioning both fallopian tubes reveals a pink tan unremarkable cut surface and average luminal diameter of 0.3cm.representative sections are submitted anterior cervix posterior cervix anterior endomyometrium posterior endomyometrium right fallopian tube left fallopian tube microscopic description sections of the uterine cervix show beningn cervical tissue. The endometrium shows secretory features. Within the 47947-invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of kidney perforation ('they perforated her right kidney.') And pelvic pain ('severe pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 47947-not valid, a47947-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed of essure confirmation". The patient's medical history included gastroesophageal reflux on (B)(6)2015 and irregular menstrual cycle. No free fluid visible,there is no radiation. Location is epigastric area and left side. The patient describes it as achy. It occurs randomly.pertinent negatives include dizziness and irregular heartbeat/palpitations, having left side chest pain and luq abd pain, nausea and vomiting with fever,these symptoms do not occur after' bowel movement, after meals and on urination.there was no evidence on any perforation or dislocation. Procedure was well tolerated by the patient. No specific pathologic alteration, uterine cervix secret phase endometrium,foenl changes consistent with adenomyosis,myometrium and no specific pathologic alteration, right and left fallopian tubes. Concurrent conditions included obesity, intra-uterine contraceptive device, crying, irritable, chest heaviness, stress (and sits on her chest), chest pain, dyspnea, fatigue, nausea, vomiting, nausea, left upper quadrant pain, lung nodule, abdominal cramps, pain (dull aching and piercing pain.), endometriosis and uterine bleeding. Concomitant products included celecoxib (celexa), ibuprofen since (B)(6)2013, lisinopril since (B)(6)2017, medroxyprogesterone acetate (depoprovera) from (B)(6)2013, omeprazole magnesium (prilosec) since (B)(6)2015, paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor) since (B)(6)2016. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and insomnia ("insomnia"), 15 days after insertion of essure. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced headache ("migraines / headaches,"). On (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rashes") and was found to have weight increased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). In 2015, the patient was found to have weight decreased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). On an unknown date, the patient experienced kidney perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication of device removal ("complications from essure removal procedure") and migraine ("migraines / headaches,"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the kidney perforation, complication of device removal, rash, anxiety, depression, headache, migraine, weight decreased and weight increased was resolving, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved and the insomnia outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, headache, insomnia, kidney perforation, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she planning for urine preg test, chewing on fingernails and cuticles. Patient received treatment for pain, bleeding, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pap exam and ex done today,sti screening, importance of annual pelvic exam and screening guidelines for pap examination contraceptive counseling. Final surgical pathology report; diagnosis: uterus, cervix, bilateral fallopian tube. Source of specimen; uterus, cervix, fallopian tubes. Clinical information; dysmenorrhea. Gross description: there is a coiled metallic essure device present within each fallopian tube orifice. Sectioning both fallopian tubes, reveals a pink tan unremarkable cut surface and average luminal diameter of 0.3cm.representative sections are submitted. Anterior cervix, posterior cervix, anterior endomyometrium, posterior endomyometrium, right fallopian tube, left fallopian tube. Microscopic description: sections of the uterine cervix show beningn cervical tissue. The endometrium shows secretory features. Within the lot number [ 47947 ] is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of kidney perforation ("they perforated her right kidney."), pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed of essure confirmation". The patient's past medical history included irregular menstrual cycle. No free fluid visible,there is no radiation. Location is epigastric area and left side. The patient describes it as achy. It occurs randomly. Pertinent negatives include dizziness and irregular heartbeat/palpitations, having left side chest pain and luq abd pain, nausea and vomiting with fever,these symptoms do not occur after' bowel movement, after meals and on urination. There was no evidence on any perforation or dislocation. Procedure was well tolerated by the patient. No specific pathologic alteration, uterine cervix secret phase endometrium,foenl changes consistent with adenomyosis,myometrium and no specific pathologic alteration, right and left fallopian tubes. Concurrent conditions included body mass index, intra-uterine contraceptive device, crying, irritable, feeling abnormal, stress (and sits on her chest), chest pain, dyspnea, fatigue, nausea, vomiting, nausea, abdominal pain, lung nodule, abdominal cramps, pain (dull aching and piercing pain.), endometriosis and uterine bleeding. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes"), weight decreased ("weight gain /loss (specify which one) sometimes will gain weight and next time I loose a lot of weight drastically") and weight increased ("weight gain /loss (specify which one) sometimes will gain weight and next time I loose a lot of weight drastically"). On an unknown date, the patient experienced kidney perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications from essure removal procedure"), headache ("migraines / headaches,") and migraine ("migraines / headaches,"). The patient was treated with surgery (partial hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the kidney perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, complication of device removal, rash, anxiety, depression, headache, migraine, weight decreased and weight increased was resolving and the pelvic pain and genital haemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, headache, kidney perforation, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she planning for urine preg test, chewing on fingernails and cuticles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pap exam and ex done today,sti screening, importance of annual pelvic exam and screening guidelines for pap examination contraceptive counseling. Final surgical pathology report diagnosis uterus, cervix, bilateral fallopian tube source of specimen¿; uterus,cervix,fallopian tubes clinical information; dysmenorrhea gross description there is a coiled metallic essure device present within each fallopian tube orifice. Sectioning both fallopian tubes reveals a pink tan unremarkable cut surface and average luminal diameter of 0.3cm. Representative sections are: submitted, anterior cervix, posterior cervix, anterior endomyometrium, posterior endomyometrium, right fallopian tube, left fallopian tube, microscopic description, sections of the uterine cervix show benign cervical tissue. The endometrium shows secretory features. Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet and mr received, new reporter , patient demographic information, lab data essure indication , start stop date and lot number were updated, concomitant medication new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: rashes, migraines / headaches, dysmenorrhea (cramping), pain, weight gain and loss, complications from essure removal procedure and she had no any test were performed of essure confirmation were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of kidney perforation ('they perforated her right kidney.') And pelvic pain ('severe pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 47947-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed of essure confirmation". The patient's medical history included gastroesophageal reflux on (B)(6) 2015 and irregular menstrual cycle. No free fluid visible,there is no radiation. Location is epigastric area and left side. The patient describes it as achy. It occurs randomly.pertinent negatives include dizziness and irregular heartbeat/palpitations, having left side chest pain and luq abd pain, nausea and vomiting with fever,these symptoms do not occur after' bowel movement, after meals and on urination.there was no evidence on any perforation or dislocation. Procedure was well tolerated by the patient. No specific pathologic alteration, uterine cervix secret phase endometrium,foenl changes consistent with adenomyosis,myometrium and no specific pathologic alteration, right and left fallopian tubes. Concurrent conditions included obesity, intra-uterine contraceptive device, crying, irritable, chest heaviness, stress (and sits on her chest), chest pain, dyspnea, fatigue, nausea, vomiting, nausea, left upper quadrant pain, lung nodule, abdominal cramps, pain (dull aching and piercing pain.), endometriosis and uterine bleeding. Concomitant products included celecoxib (celexa), ibuprofen since (B)(6) 2013, lisinopril since (B)(6) 2017, medroxyprogesterone acetate (depoprovera) from (B)(6) 2013 to (B)(6) 2013, omeprazole magnesium (prilosec) since (B)(6) 2015, paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and insomnia ("insomnia"), 15 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced headache ("migraines / headaches,"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes") and was found to have weight increased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). In 2015, the patient was found to have weight decreased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). On an unknown date, the patient experienced kidney perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication of device removal ("complications from essure removal procedure") and migraine ("migraines / headaches,"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the kidney perforation, complication of device removal, rash, anxiety, depression, headache, migraine, weight decreased and weight increased was resolving, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved and the insomnia outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, headache, insomnia, kidney perforation, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she planning for urine preg test, chewing on fingernails and cuticles. Patient received treatment for pain, bleeding, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pap exam and ex done today,sti screening, importance of annual pelvic exam and screening guidelines for pap examination contraceptive counseling. Final surgical pathology report diagnosis uterus, cervix, bilateral fallopian tube source of specimen¿; uterus,cervix,fallopian tubes clinical information; dysmenorrhea gross description there is a coiled metallic essure device present within each fallopian tube orifice. Sectioning both fallopian tubes reveals a pink tan unremarkable cut surface and average luminal diameter of 0.3cm.representative sections are submitted anterior cervix posterior cervix anterior endomyometrium posterior endomyometrium right fallopian tube left fallopian tube microscopic description sections of the uterine cervix show beningn cervical tissue. The endometrium shows secretory features. Within the lot number [ 47947 ] is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: update of information (batch is not valid) product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of kidney perforation ('they perforated her right kidney.') And pelvic pain ('severe pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 47947-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed of essure confirmation". The patient's medical history included gastroesophageal reflux on (B)(6) 2015 and irregular menstrual cycle. No free fluid visible,there is no radiation. Location is epigastric area and left side. The patient describes it as achy. It occurs randomly.pertinent negatives include dizziness and irregular heartbeat/palpitations, having left side chest pain and luq abd pain, nausea and vomiting with fever,these symptoms do not occur after' bowel movement, after meals and on urination.there was no evidence on any perforation or dislocation. Procedure was well tolerated by the patient. No specific pathologic alteration, uterine cervix secret phase endometrium,foenl changes consistent with adenomyosis,myometrium and no specific pathologic alteration, right and left fallopian tubes. Concurrent conditions included obesity, intra-uterine contraceptive device, crying, irritable, chest heaviness, stress (and sits on her chest), chest pain, dyspnea, fatigue, nausea, vomiting, nausea, left upper quadrant pain, lung nodule, abdominal cramps, pain (dull aching and piercing pain.), endometriosis and uterine bleeding. Concomitant products included celecoxib (celexa), ibuprofen since (B)(6) 2013, lisinopril since (B)(6) 2017, medroxyprogesterone acetate (depoprovera) from (B)(6) 2013 to (B)(6) 2013, omeprazole magnesium (prilosec) since (B)(6) 2015, paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and insomnia ("insomnia"), 15 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced headache ("migraines / headaches,"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes") and was found to have weight increased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). In 2015, the patient was found to have weight decreased ("weight gain /loss (specify which one) sometimes will gain weght and next time I loose a lot of weight drasticallly"). On an unknown date, the patient experienced kidney perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), complication of device removal ("complications from essure removal procedure") and migraine ("migraines / headaches,"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the kidney perforation, complication of device removal, rash, anxiety, depression, headache, migraine, weight decreased and weight increased was resolving, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved and the insomnia outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, dysmenorrhoea, genital haemorrhage, headache, insomnia, kidney perforation, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she planning for urine preg test, chewing on fingernails and cuticles. Patient received treatment for pain, bleeding, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pap exam and ex done today,sti screening, importance of annual pelvic exam and screening guidelines for pap examination contraceptive counseling. Final surgical pathology report diagnosis uterus, cervix, bilateral fallopian tube source of specimen¿; uterus,cervix,fallopian tubes clinical information; dysmenorrhea gross description there is a coiled metallic essure device present within each fallopian tube orifice. Sectioning both fallopian tubes reveals a pink tan unremarkable cut surface and average luminal diameter of 0.3cm.representative sections are submitted anterior cervix posterior cervix anterior endomyometrium posterior endomyometrium right fallopian tube left fallopian tube microscopic description sections of the uterine cervix show beningn cervical tissue. The endometrium shows secretory features. 47947-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, alopecia were updated. Seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.